Event description:
It was reported that during the procedure the subject coil detached prematurely inside the micro catheter. The procedure was completed successfully with no clinical consequences to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event.

Event description:
It was reported that during the procedure the subject coil detached prematurely inside the micro catheter. The procedure was completed successfully with no clinical consequences to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned. The lot number was confirmed with the packaging returned with the device. On visual & microscope inspection, the main coil only was returned. The main coil was stretched. The suture was intact. Functional test was unable to be completed as the main coil was detached on its return. The detachment zone of the main coil was examined and confirmed to be broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use. The patient¿s anatomy was severely tortuous. The damage noted to the returned device would be indicative of the as reported defects. The main coil was stretched, the suture was intact. The detachment zone of the main coil was examined and confirmed to be physically broken/fractured. It is most likely that anatomical factors encountered during the procedure contributed to the reported event. An assignable cause of procedural factors will be assigned to the as reported main coil prematurely detached/separated during use and as analyzed, main coil stretched and main coil broken/fractured during use, since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Manufacturer narrative:
Subject device is not yet available.

Event description:
It was reported that during the procedure the subject coil detached prematurely inside the micro catheter. The procedure was completed successfully with no clinical consequences to the patient due to this event.